Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an acl reconstruction surgery the fms vue ii pump they have started to malfunction. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, videos were provided. Upon visual inspection of the video, the pump was observed that presented low pressure during procedure. The complaint reported was confirmed. The videos do not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed to leaks in the tubing or when the tubing is not seated properly on the roller once secured that could be reduce the pressure. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an acl reconstruction surgery, the fms vue ii pump they have started to malfunction. The pressure at the pump did not seem to correspond to the pressure in the joint. At 50 mmhg and with a tourniquet, bleeding seemed to randomly start and stop indicating to fluctuations in joint pressure. When the sheath with the inflow was removed from the patient there was no flow, the water flow started after a few seconds. The pump was set on solo mode. This created difficulties and delayed the surgery by at least 20 minutes. On the same day, in a second exploratory arthroscopic surgery with meniscus removal, the pump was again used with the same problems as in the first surgery, even if this time an outflow tube was used as well. Ultimately they decided to stop using the pump altogether. During in-house engineering evaluation, it was determined that the device presented low pressure. The procedure was completed successfully but with a large delay of about 30 minutes. They used gravitational inflow (they suspended the water recipient and connected it to the joint with a simple cable). There were no patient consequences reported. No additional information was provided.